Event description:
Procedure: lap donor nephrectomy. According to the information reported, the surgeon used the device to fire across the hilum of the kidney. There was a misfire and staples did not form properly which left the renal artery exposed. There was then much bleeding and the surgeon quickly converted to an open procedure. The surgeon was able to control the bleeding with sutures and there was no reported adverse result to the patient. The hospital staff did not retain the products for evaluation.